Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's (lm) further investigation. The device was evaluated by olympus, the device was confirmed to be broken in the fiber mid-section with clear evidence of burning (discoloration, melting). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the cause of the breakage could not be clearly identified based on the device evaluation. This supplemental report includes an update to d9 and h3 from the initial medwatch. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, during treatment for a kidney stone, the moment the laser was fired onto the patient's kidney stone, the single-use micron fiber snapped inside the body cavity. A set of flexible graspers were used to remove the detached fiber successfully. Additional procedural details were requested but not provided.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.